Event description:
It was reported that when the device was used during a low anterior resection, the device was loosened three quarters of a turn, but could not be removed from the tissue. The surgeon had to cut the device from the tissue, where he noted staples had been fired from the device. The surgeon restapled the anastomosis using another device with success. A temporary colostomy was put in for precautionary measures. The surgeon stated that presurgical assessment identified the potential need for the colostomy.